Event description:
It was reported that one side of the bifurcated tip of a cage inserter fractured intra-operatively. There was no visible damage or abnormality prior to cage insertion. After insertion of the cage, the fracture was identified when the inserter was removed. The fractured portion was visually confirmed and was successfully removed. There was no patient impact, and only a 5 minute procedural delay.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.